Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown whether there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
(B)(4). The device is not available for analysis.

Manufacturer narrative:
The fixture and abutment were not returned for analysis; only the snap coupling was returned and analyzed. (B)(4).